Event description:
Customer reports to have accidentally over delivered insulin during the night. Customer reports to have delivered 10 units of insulin. Customer's blood glucose was 82 mg/dl. Customer requested for agent to stay on the phone until blood glucose stabilized. Customer treated low blood glucose with glucose tablets and juice. Customer's blood glucose became stable at 107 mg/dl. Customer was advised to reconnect to insulin pump and to call back when needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.